Manufacturer narrative:
(B)(4) the sample was returned with the supplied return kit. Upon return, the distal end of the teflon sheath was approximately 1.0cm from the iab distal tip. Some damage was noted to the sheath tip buckling of the teflon sheath was noted at approximately 15.5cm to 15.8cm from the iab distal tip. Fluid was noted on the interior of the sheath sidearm the iab hemostasis cuff was connected to the cathgard. Some spots of blood were observed on the exterior of the bifurcate, sheath and outer lumen. Blood was noted on the interior of the outer lumen, bladder, and short driveline tubing. The bladder was fully unwrapped. A kink was noted at approximately 74.3cm from the iab distal tip. The IFU states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The fos connector and cal key were examined. The fos connector was properly seated in the housing and both retaining tabs were intact. The center post of the fos was centered. The blue slide housing was examined and no abnormalities were noted. The cal key was intact. See other remarks section. Other remarks: the bladder thickness was measured at six points with measurements within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The cal key and fos were connected to the iabp. The cal key was recognized. The pump status displayed "ll" low light and "pl" pressure limit, indicating a possible broken fiber. The fiber was found broken approximately 74.5cm from iab distal tip. The full length of the fiber was confirmed present with no other notable breaks. The device was unable to be aspirated and flushed. This may be a result of a broken central lumen. The iab was submerged in water and leak tested. Air was immediately noticeable from the iab distal tip and luer in possible result of a broken central lumen. The iab was re-submerged in water, with the iab luer and distal tip blocked off, and leak tested. No other holes or leaks were detected. Full inflation of the bladder was achieved. The central lumen was observed broken. Upon further microscopic investigation the central lumen was confirmed broken at 73.7cm from the iab distal tip. A lab inventory 0.025in guidewire was back loaded through the iab distal tip. The guidewire could not advance at approximately 73.1cm. Blood was noted on guidewire upon pullout. The guidewire was front loaded through the iab luer. The guidewire could not advance at approximately 9.6cm from the iab luer. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in helium pathway is confirmed. The iab was found kinked and the central lumen was broken at this location. The broken central lumen allowed blood to enter the helium pathway. The root cause of the kink is undetermined.

Event description:
It was reported that the rn from the cardiac intensive care unit was calling because they had blood in the gas driveline tubing. The rn stated they had a male patient (pt) in cardiogenic shock with a 40 cc fos (fiberoptix sensor) intra-aortic balloon (iab) in place. The pt was ventilated, sedated and had levophed infusing. The pt abruptly sat up in bed. There was a "possible helium loss" alarm followed by them observing blood backing up in the gas driveline tubing. They clamped the tubing and notified the physician. The pt was in sinus rhythm after cardioversion and stable without the intra-aortic balloon pump (s/n (B)(4)). They are unsure if the physician planned to replace the balloon. Strips were generated but are not available for review. It was noted that the iab was inserted on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rn from the cardiac intensive care unit was calling because they had blood in the gas driveline tubing. The rn stated they had a male patient (pt) in cardiogenic shock with a 40 cc fos (fiberoptix sensor) intra-aortic balloon (iab) in place. The pt was ventilated, sedated and had levophed infusing. The pt abruptly sat up in bed. There was a "possible helium loss" alarm followed by them observing blood backing up in the gas driveline tubing. They clamped the tubing and notified the physician. The pt was in sinus rhythm after cardioversion and stable without the intra-aortic balloon pump ((B)(4)). They are unsure if the physician planned to replace the balloon. Strips were generated but are not available for review. It was noted that the iab was inserted on (B)(6) 2016.